Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in impedance over time. The lead remains in use and will be follow-up every three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising, there was a lead impedance out of range alert, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted that an oot(out of tolerance) subthreshold lead impedance alert occurred on (B)(6) 2013 and (B)(6) 2014. Max defib active can impedance rises to greater than 100 ohm on the dates (B)(6) 2013 and (B)(6) 2014. And there is a slight upward trend throughout the record.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).